Event description:
It was reported that a pump "is giving multiple 105 system errors." It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval is in progress. When the eval is complete a supplemental report will be submitted.